Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, positive pressure during preparation, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal, as resistance was noted during stylet removal, may have contributed to the reported difficult to remove, ultimately causing the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.5x28 mm xience skypoint stent delivery system (sds) was going to be put onto the guide wire but it was noted that the stent was not on the delivery system. The stent was found on the wire in the protective sheath which was difficult to remove. There were no patient involvement and there was no reported clinically significant delay in the procedure. A new same size xience skypoint sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.